Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. The patient reported a few hours prior to the start of the alleged issue the patient felt symptoms of feeling "queasy." The patient denied receiving any medical intervention in response to the alleged symptoms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The patient's reported symptoms do not meet lfs' criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.